Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The patient's current blood glucose was above 600mg/dl. The customer reported that the drive support cap appeared normal (slightly indented). The customer rewind and prime and had a reservoir with 20 units left but received a low reservoir alarm and it was showing 0 units left after priming out insulin. The customer had been in the 500mg/dl since last night, and was 520mg/dl earlier, and over 600mg/dl now. The customer changed out site. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Unit program low reservoir alarm function properly during test. Unit was received with minor scratched display window.